Manufacturer narrative:
The lead was returned and subjected to rigorous analysis. During analysis, the lead was visually and electrically inspected. During inspection, the lead tip was found to have been dislodged from the ring electrode adhesive. This damage does suggest significant mechanical force. Mechanical load during surgery is to be considered as the cause. During the ongoing analysis, no other deviations from the technical specifications could be found that would be related to the clinical complaint. In summary, there is no indication of a materials or manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 40 months, it was reported that the patient came to the clinic with symptoms. Loss of capture at 7.2 v was detected despite normal lead impedance.